Manufacturer narrative:
All available information was investigated, and the reported unintended movement (guide steering issues) was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information and the results of the analysis, a cause of the reported unintended movement (guide steering issues) could not be determined as no issue was identified with returned device analysis. The observed torn soft tip was due to post operative handling of the device. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report device damage. It was reported that on (B)(6) 2022, a mitraclip procedure was performed for a functional mitral regurgitation grade 4. During the procedure, the sgc was positioned across the septum and the cds was inserted. When attempting to steer the sgc (+/- knob), the guide deflected the opposite direction it was intended to steer. The sgc was replaced and 1 clip was implanted. Device analysis revealed that "during testing it was noted that the soft tip was observed to be torn at 5-6 o'clock positions". No additional information was provided.